Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer change sensor and electrode stayed in the body. Customer's blood glucose value was 7 mmol/l. The customer was assisted with troubleshooting. Customer did receive a sensor updating value not available alert. The device will not be return for analysis.